Event description:
It was reported that the downstream occlusion (dso) calibration failed. There was no patient involvement.

Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 11-jun-2025. H3: one device was received for evaluation. Service history review identified no previous service. The customer reported issue was confirmed as the device had issues with the occlusion due to poor calibration. The downstream (dso) seal was replaced. The device and software were updated and calibrated for better operation and to avoid future errors. The device passed all tests.